Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, the tip of the cannulated drill fractured while drilling over the k-wire. All pieces were successfully retrieved from the patient's body. No additional issues were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the returned drill is fractured at the tip. Scanning electron microscopy determined that the fracture is consistent with a torsional overload fast fracture as well as suggest the drill came in contact with a hard object during rotation. Material grade and hardness were also tested and found to be within product specifications. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.